Manufacturer narrative:
Date of event: aware date of (B)(6) 2021 used.

Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. While rotating the sheath counterclockwise for a location change, the device deployed prematurely. The device appeared to be in a secure location but had a shoulder of greater than 1/3 at the 90 and 135 degree transesophageal echo (tee) images. The device had compression of 12-25%. There appeared to be no shoulder at the 0 and 45 degree. The patient was reported to be fine with no adverse event.